Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported of a blank display and rewind anomaly from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that sometimes the pump rewinds itself and does not turn on. The customer stated that the pump turns off itself and there is no insulin. The customer stated that they inserted a new battery and the pump turned on and 2 hours later the pump was off. The customer stated that they were hospitalized for 45 days due to kidney infections and pneumonia. The customer does not want to troubleshoot. The customer will be sent a replacement pump.